Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: biomet microfixation tmj system left standard titanium mandibular component catalog #: 24-6556ti lot #: 283260, biomet microfixation tmj system left fossa component, small catalog #: 24-6563 lot #: ni, biomet microfixation tmj system cross drive fossa screw catalog #: 99-6577 lot #: ni, therapy date: (B)(6) 2017. Report source: foreign country - (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00804-1, 0001032347-2018-00142-1, and 0001032347-2018-00305.

Event description:
It was reported that the patient underwent initial surgery on an unknown date. Subsequently, the patient was revised due to ankylosis and heterotopic bone formation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was returned in biohazardous condition. Visual inspection show normal wear and tear associated with the implantation and removal of these products. There are no sign of defects on any of the products. There was no alleged malfunction of the implant. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The instructions for use (IFU) for this product states in the section titled adverse events: adverse events that may occur following placement of the total tmj replacement system are listed below. Heterotopic bone formation. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00804-2, 0001032347-2018-00142-2, and 0001032347-2018-00305-1.